Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply bag and supply line of the homechoice cassette and this is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that the supply bag became disconnected. The technical service representative instructed the patient to cycle the power on the machine to clear the alarm. The patient was going to perform therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.